Manufacturer narrative:
((B)(4)

Event description:
The patients son called the clinic to report that the patient had received three shocks for vf zone episodes. The patient had a total of 11 shocks with 8 aborted. The patients son stated that the patient passed away at that time. This is all of the information that was provided. It is believed this system remained in the patient. Should additional information become available, this event will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.